Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2021, the patient was implanted with two gore® tag® conformable thoracic stent graft with active control system in a staged procedure prior to being implanted with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2021, images revealed a right innominate dissection. The event is ongoing.

Manufacturer narrative:
Patient comorbidities include but are not limited to: coronary artery disease, congestive heart failure, hypercholesterolemia, hypertension, copd, valvular heart disease, and previous aortic surgery as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgmr373710/22755006 (UDI: (B)(4)). Patient medications include but are not limited to: heparin and aspirin. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per new and additional information obtained from clinical study site it has been determined that no gore product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2022-03046 was submitted in error and are hereby retracted. New information deemed this case as not a complaint against a gore device.